Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2009-01094 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat footswitch were used during a procedure. According to the complainant, during the procedure, the unit would not deliver energy. The complainant added that after 'playing around' with the connections, the unit functioned properly. At no point was either the unit or footswitch replaced; the procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant continued to troubleshoot the issue with no success in finding a root cause.